Event description:
Pt procedure right knee scope and medial or lateral menisectomy. Use of stryker disposable arthroscopy blade aggressive plus 4.0 mm. During use rotating head piece broke off, retrieved complete head, irrigated site, nothing noted. Piece retrieved and pieces placed together for complete fit. All pieces placed together in biohazard bag and saved, outside packing also saved. All pieces accounted for. Pt procedure finished as planned, sent to pacu and discharged home without event. See scanned pages.